Manufacturer narrative:
H-10 all requested info was provided on initial report.

Event description:
During insertion the iab could not be inserted past the proximal point. A replacement balloon was inserted w/o incident to pt.